Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient received a 3.5 x 23mm cypher stent in a bypass svg in the second obtuse marginal. Eleven months later, the patietn suffered diabetic ketoacidosis which led to a myocardial infraction. The patient subequently died.